Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, with implant duration of nine (9) years and eight (8) months, underwent a valve-in-valve procedure due to severe mitral stenosis and regurgitation. A tmvr was performed with an edwards transcatheter valve. Following valve deployment, tee and aortic root angiography revealed a well-placed and well-seated valve, with no evidence of significant mitral regurgitation. She also underwent successful closure of an iatrogenic asd. The procedure was complicated by sepsis due to acute cholecystitis requiring re-intubation and prolonged ventilation. General surgery deemed her too sick to tolerate a cholecystectomy; therefore, ir placed a cholecystostomy tube. She was able to separate from the ventilator. The patient was discharged to a rehab facility in good condition on pod #20.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.